Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-06203, 1627487-2022-06159.it was reported the patient experienced inadequate stimulation. Troubleshooting revealed that the leads migrated. The patient also stopped charging the ipg. As such, it became inoperable. As a resut, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which the leads were explanted and replaced.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.